Event description:
It was reported that an implantable neurostimulator (ins) was implanted after the expiration date. The ins had been expired for 77 days at the time of implantation. No other information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 399930, lot# j0444425v, implanted: (B)(6) 2004. Product type: lead product ID 399930, lot# j0444425v, implanted: (B)(6) 2004. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).